Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify a33 alarm due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. The customer¿s blood glucose level was 96 mg/dl at the time of the incident. The customer stated that the insulin pump does not work. The customer stated that they were able to clear the alarm but were not able to complete the rewind. The customer was advised to revert to the back-up plan as per the healthcare professional¿s instructions. The device will be returned for analysis.